Event description:
The customer reported that the probe of the ortho provue analyzer dripped fluid, contaminating the reagents on board the instrument. The customer aborted testing. Erroneous test results were not reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be processed as is.